Event description:
During verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.

Manufacturer narrative:
The device was received on (B)(4) 2013. During testing, the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.